Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5092-52 lead implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing of atrial flutter. The lead remains in use. No patient complications have been reported as a result of this event.